Manufacturer narrative:
Patient medications include but are not limited to: atorvastatin, lopressor, aspirin. Concomitant medical products: patient medical history includes but is not limited to: hypertension, hyperlipidemia, cad, asthma, smoker, shingles. The instructions for use (IFU) states: the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts.

Event description:
On (B)(6) 2021, this patient underwent endovascular reintervention for treatment of a proximal type I endoleak associated with a previously implanted endologix abdominal stent graft system. A gore® excluder® trunk ipsilateral leg component was implanted to reline the endologix graft. It was reported that the trunk ipsilateral leg component had been deployed too far proximal, landing behind the top end of the endologix graft leaving a separation and a type iii endoleak. The patient was coverted to open repair and the grafts were explanted. During the conversion, it was reported that the patient endured an aortic rupture. The patient tolerated the procedure. On (B)(6) 2021, it was reported that patient expired. The cause of death was thought to be due to the aortic rupture.